Event description:
The pt presented with an aneurysm of the external iliac artery. An 11 x 5 viabahn device was advanced and positioned at the target site. While pulling on the deployment line to deploy the device, the line broke. The device partially expanded. The physician attempted to locate the deployment line in the catheter portion outside the pt, but was unsuccessful. Ultimately, the physician pulled the entire catheter back and the device deployed. The device was partially covering the internal iliac artery. The physician embolized the internal artery and implanted an aorto-uni-iliac device providing blood flow to the patient's opposite leg. The pt tolerated the procedure well.

Manufacturer narrative:
The viabahn device remains implanted. The investigation into this event is in process.